Manufacturer narrative:
(B)(4). Unit passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, active current measurement, and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing, however unit received high sleep current and unexpected battery power loss shown in power graph. Problem isolated to electronic assemblies. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm each time they changed the reservoir as well the batteries lasted less than 4 days. The insulin pump the displacement test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.